Event description:
It was reported that caller experienced an issue during load sequence in which drops of insulin did not appear at end of tubing during fill tubing step, even though caller used room temperature insulin, did not reuse or overfill cartridge, and completed steps to remove air. There was no adverse impact to the customer's blood glucose level. Customer was instructed to continue filling tubing until total insulin used reached 30 units, disconnect tubing at t:lock and fill tubing, and then replace tubing, remain disconnected from infusion site, and perform fill tubing step again, and caller planned to change cartridge and infusion set after call while no additional troubleshooting was completed and case was closed by technical support.